Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. No evidence of electric shock was observed. The reader was de-cased and no evidence of electric shock was observed on the pcba (printed circuit board assembly). No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. No further investigation is required.

Event description:
Customer reported that after applying their freestyle libre sensor, "she experienced electric shock on the freestyle libre reader." There was no report of death, serious injury, or mistreatment associated with this event.